Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe). It was confirmed that the device went into standby mode and that the flow sensory assembly is detecting a negative flow incorrectly thinking that a patient circuit is attached when there is not one. The customer replaced flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensory assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.